Manufacturer narrative:
Submit date: 06/21/2016. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
T was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The patient's family states that the patient had peritonitis and the doctor didn't tell them the reason for the infection but the patient's family assumed that the source was the catheter. During hospitalization, the patient accepted antibiotic treatment and continued dialysis after which the catheter was removed.

Manufacturer narrative:
Submit date: 07/28/2016. The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. As no lot number was identified, a manufacturing device history record (DHR) review or product/process change review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow confirming a root cause for the event, however, the possible causes were identified as: improper package, package damage during handling in manufacturing, package damage during handling at the customer, improper sterile cycle, user error, leakages, foreign bodies introduction in catheter, untrained personnel, attempts to reuse or during placement improper handling techniques during placement improper aseptic techniques used during handling. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. More information was requested to the customer and no additional evidence was provided for this analysis. This complaint will be reopened and updated accordingly if the product sample is returned or if additional information becomes available. The swan neck tenckhoff pd manufacturing process was reviewed. The evidence provided is not enough to relate this event to the manufacturing operations. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.